Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. After reviewing the alarm type and trouble shooting the issue the customer was informed that the insulin pump works as designed. The customer was advised to monitor the pump and to call back for any other issues. No further information was provided.